Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented with severe aortic stenosis, paroxysmal atrial fibrillation, and sinus bradycardia. Sufficient calcium was present for anchoring. The valve was outside the navitor use range due to the native annulus dimensions - the physician was aware this was outside of IFU. Perimeter of 59mm, diameter 17-19mm, area 263mm squared. Pre-dilatation was performed via a 16mm balloon annular valvuloplasty (bav). The first attempt at deployment was too low, so the device was recaptured. Second attempt was successful, device was placed at 0mm. At release, the device was at 3mm. After release, the retainer tabs took a few minutes to detach. There was tension in the delivery system during deployment. The nosecone was not centralized before removal, so the nosecone caught on the bottom edge of the valve. When attempting to free the nosecone, the valve migrated out of the aortic annulus to 10mm. There was no hemodynamic instability at the time of migration. And no obstruction of coronary arteries. There was no attempt to snare or reposition the valve. A 23mm non-abbott aortic valve device was then implanted valve-in-valve. A post dilatation was performed with a 19mm bav to treat perivalvular leak on the non-abbott valve. Final gradient was 16mmhg post procedure. The patient's pre-existing bradycardia worsened, the patient left the operating room with temporary pacing. A permanent pacemaker was implanted post procedure the same day. There was a delay in the procedure that resulted in no patient injury.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to removal (entanglement with valve) was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that the nosecone was not centralized before removal, so the nosecone caught on the bottom edge of the valve. When attempting to free the nosecone, the valve migrated out of the aortic annulus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported event appears to be related to procedural conditions (pulled valve upward cause interaction with valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling. From cine review: the imaging confirmed that the valve was below the annulus prior to delivery system removal. The fluoroscopy showed that the nosecone of the delivery system had not been centralized before removal (not following abbott¿s recommendation). The nosecone caught on the inflow edge of the valve; it appeared that there was a fair amount of resistance before it was pulled free, pulling the valve with it. The patient appeared to have a very high level of calcium, which may have caused the valve frame to sit more radially inward, making it more likely for the nosecone to catch on the frame. The additional nvtr-23 device referenced in b5 is filed under separate medwatch report number. Section d suspect medical device: updated with device information.